Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The expiratory valve coil was replaced to resolve the issue and sent back for further investigation. The returned expiratory valve coil has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 120 hours. It passed five other pre-use checks after ventilation without any issue. The reported issue could not be reproduced. Therefore, no root cause can be established.

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The expiratory valve coil was replaced to resolve the issue and sent back for further investigation. The returned expiratory valve coil has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 120 hours. It passed five other pre-use checks after ventilation without any issue. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).